Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged erroneous sodium (na) and potassium (k) patient result was generated on their au480 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no effect to patient treatment due to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient data or demographics.